Event description:
During a ptca treatment procedure involving a calcified and 90% stenotic lesion in the middle portion of the lad coronary artery, the maverick monorail balloon was suspected to have ruptured at 10 atm's on the initial inflation. The patient was asymptomatic during this event. The procedure was successfully completed. Patient status is reported as 'good'.